Event description:
It was reported that the implantable neurostimulator (ins) had been relocated from the patient¿s ¿right back hip to the right abdominal.¿ it was noted that the patient stated that the ins was ¿bulging quite a bit out of my belly and discolored like bruising or internally abrading or something.¿ it was noted that the patient did not have ¿much body fat.¿ additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical product: product ID 3708140, serial# (B)(4), implanted: 2011-(B)(6), product type extension product ID 3708140, serial# (B)(4), implanted: 2011-(B)(6), product type extension, (B)(4).